Event description:
Account states they are obtaining zero results for several assays that are within the normal range when repeated. The incorrect results were not used to guide therapy. The field service rep found the sample probe was misadjusted and corrected the issue by adjusting the probe.